Manufacturer narrative:
Concomitant medical products: dtmb1d1 crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a beeping noise was heard from the device each morning at 8am, which was thought to be an alert for impedance out of range on the right atrial (ra) lead. Low impedance was noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead low impedance alarm was programmed off. During the patient's clinic review no issues were noted with the ra lead.